Manufacturer narrative:
During correlation studies, a false negative (compatible) result was obtained in an is crossmatch between a a- donor sample and an o+ patient sample with dg gel 8 neutral card, lot 24013.01 on the erytra eflexis instrument. When the crossmatch was performed using the same donor and patient samples in other methods, a weak positive (1+) result was obtained dg gel 8 anti-igg card and a 2+ result was obtained in tube. Given that two different blood groups are being crossmatched, it would be expected that a stronger reaction would occur. This indicates that the issue may be something intrinsic to the receptor sample. According to aabb technical manual, 18th edition, chapter 12 "abo antibodies," page 297, the majority of anti-a and anti-b antibodies are of the igm isotype. However, in group o sera, the predominant isotype is igg. Therefore, using an igg crossmatch technique appears to be more optimal than an immediate spin (is) crossmatch for detecting incompatibility. When crossmatch was performed using the same donor sample with a different o+ receptor sample, a 4+ reaction was obtained as expected, indicating that the card is functioning as expected. Furthermore, there have been no other similar complaints received for this lot. This further supports the hypothesis that the issue is something intrinsic to patient sample (B)(6).

Event description:
The customer reported that during correlation studies, a false negative (compatible) result was obtained in an immediate spin (is) crossmatch between a a- donor sample and an o+ patient sample with dg gel 8 neutral card, lot 2013.01, expriy 2025-03-01 on erytra eflexis, serial number (B)(6). The customer performed this test expecting an incompatible result. They repeated the test using tube technique and the result was incompatible.

Event description:
The customer reported that during correlation studies, a false negative (compatible) result was obtained in an immediate spin (is) crossmatch between a - donor sample and an o+ patient sample with dg gel 8 neutral card, lot 2013.01, expriy 2025-03-01 on erytra eflexis, serial number (B)(6). The customer performed this test expecting an incompatible result. They repeated the test using tube technique and the result was incompatible.

Manufacturer narrative:
During correlation studies, a false negative (compatible) result was obtained in an is crossmatch between a a- donor sample and an o+ patient sample with dg gel 8 neutral card, lot 24013.01 on the erytra eflexis instrument. When the crossmatch was performed using the same donor and patient samples in other methods, a weak positive (1+) result was obtained dg gel 8 anti-igg card and a 2+ result was obtained in tube. Given that two different blood groups are being crossmatched, it would be expected that a stronger reaction would occur. This indicates that the issue may be something intrinsic to the receptor sample. According to aabb technical manual, 18th edition, chapter 12 "abo antibodies," page 297, the majority of anti-a and anti-b antibodies are of the igm isotype. However, in group o sera, the predominant isotype is igg. Therefore, using an igg crossmatch technique appears to be more optimal than an immediate spin (is) crossmatch for detecting incompatibility. When crossmatch was performed using the same donor sample with a different o+ receptor sample, a 4+ reaction was obtained as expected, indicating that the card is functioning as expected. Furthermore, there have been no other similar complaints received for this lot. This further supports the hypothesis that the issue is something intrinsic to patient sample (B)(6). Investigation: the manufacturing documentation of the dg gel 8 neutral card, lot 24013.01 has been reviewed and no deviations were found that could be associated with the reported event. All internal tests performed during the manufacturing process were within internal specifications. Likewise, quality control (qc) records for the claimed lots do not show incidents and all tests performed met the acceptance criteria. The sample was sent to (B)(6) ih reference lab to perform further investigation and the following results were obtained: crossmatch testing: two crossmatch tests were performed using the same donor sample (B)(6) and patient sample (B)(6) with the claimed dg gel 8 neutral card, lot 24013.01 and with a dg gel 8 anti-igg card. Washing was performed in both methods due to hemolysis present in the donor cells when received. The crossmatch between the patient's plasma and the donor rbcs was negative at immediate spin using dg gel 8 neutral and 1+ at antiglobulin phase using dg gel 8 anti-igg cards. Hence the customer scenario was reproduced in san marcos grifols ih reference lab. Abo resolution: abo resolution was performed on both the patient and donor sample. The patient's phenotype and genotype were confirmed to be (abo*o.01.01 / abo*o.01.01) group o, with no other variations observed. The donor was found to be a1 antigen negative, suggesting that the donor was a subgroup of a. Antibody titre: an antibody titer was performed on the patient sample which confirmed that the patient is a low titered a patient tittering to 1:16 at rt in gel methodology and 1:32 at ahg. On back-typing, the patient's anti-a is weaker than anti-b, and the titers of anti-a at is and antiglobulin phase are both lower than the corresponding titers for anti-b. The patient's anti-a reacts with a1 rbcs but not with two different a2 cells. The combination of these findings suggests that the unexpected negative (compatible) result obtained in the crossmatch test with dg gel 8 neutral card, lot 24013.01 is due to a combination of: the relative weakness of the patient's anti-a. The possibility that the donor is a subgroup of a with reduced expression of a1 antigen and perhaps other forms of the an antigen as well. Conclusions: based on the investigation performed, the most probable root cause of the unexpected negative (compatible) result obtained by the customer is due to a combination of the relative weakness of the patient's anti-a and the possibility that the donor is a subgroup of a with reduced expression of the a1 antigen and perhaps other forms of the an antigen as well. The review of the manufacturing documentation for the dg gel 8 neutral card, lot 24013.01, found no deviations linked to the reported event and that all internal tests met acceptance criteria. Additionally, no other similar complaints have been received for the claimed lot. Consequently, diagnostics grifols has no indication of malfunction of the product dg gel 8 neutral card, lot 24013.01.